Event description:
It was reported that the patient was having more seizures since having his vns generator replaced. A review of the internal programming history database found that the previous generator was programmed to a higher duty cycle (stimulation on time vs. Stimulation off time ratio) than the current device. It was unclear if this reduction in programmed settings contributed to the increase in seizures. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data: unique identifier (UDI); this information was inadvertently reported incorrectly on mfg. Report #0.

Event description:
It was reported that the patient was having daily seizures which included complex partial seizures and generalized tonic-clonic seizures at night. These seizure events occurred prior to being implanted with the m106 device and were the same after the device was implanted. The medical professional speculated that the generalized clonic-tonic seizures were a little worse after the device was implanted however the professional did not speculate the cause of these seizure events getting a little worse. The medical professional noted that the patient's seizure condition was very refractory.